Event description:
It was learned through implant patient registry that a patient with a 19mm 11500a aortic valve was explanted after an implant duration of 3 years, 3 months due to vegetation/endocarditis. The explanted valve was replaced with a 23mm 11500a inspiris resilia aortic valve. Per medical records, tee demonstrated restricted aortic valve leaflet opening with thickening of leaflets. Patient not candidate for viv due to significant thrombus on leaflets. Intraoperatively, small pocket of purulent drainage with heavy aortic valve vegetation noted. Significant thrombus noted on underside of valve suspicious for smoldering infection. Valve was removed and sent for culture. Annulus was fully debrided and a 23mm 11500a inspiris valve was sutured into place. Patient was transported in stable condition to cicu and discharged on pod#8. This is a 60-year-old female patient.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 19mm 11500a aortic valve was explanted after an implant duration of 3 years, 3 months due to severe stenosis. Patient presented with doe and fatigue. The explanted valve was replaced with a 23mm 11500a inspiris resilia aortic valve. This is a 60-year-old female patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.